Event description:
It was reported that when pulling out the 6f pigtail catheter and the safari wire the doctors saw the papilar muscle hanging on the pigtail and wire. Procedure summary capturing what occurred during the tavr procedure: description: after the implantation of a sapien s3, an attempt was made to get the safari wire out of the lv with a 5f pigtail, according to the dr., the pigtail could not be pushed forward, a 6f pigtail was taken, so it worked. When pulling out the pigtail and the safari wire, the doctors saw the papilar muscle hanging on the pigtail and wire. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information: question: listing of the model of the 5f and 6f pigtail and any other devices used in the procedure, include the model, brand names, sizes etc.? Answer: asked, not available. Question: was additional treatment required? Answer: no. Question: in the end user's opinion what was the cause of the papilar muscle hanging on the catheter and guidewire? Answer: not clear. Question: was the procedure performed under fluoroscopic guidance? Answer: yes. 5question: patient condition - current status of the patient? Answer: discharged from hospital. Question: is there any relevant tests/laboratory data, including dates available? Or other relevant patient history? Answer: asked, not available . Question: lot number (if lot number is not available can you provide reason why)? Answer: asked, not available. Question: patient ID#, age, weight, gender if available? Answer: asked, not available.

Manufacturer narrative:
Product was not received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. The image provided by the distributor presented tissue covered in blood adhered to the distal tip of the safari2 guidewire. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that clinical and/or procedural factors have contributed to the event. Please note that although it's not possible to determine an exact root cause for the event and additional information received by the distributor reported no patient complications, the procedure was completed without additional treatment, and the patient has been discharged from the hospital, this report is being filed to account for the report of the end user not being able to load the 5f catheter over the wire and that they had to exchange it for a 6f catheter and to account for the papilar muscle shown on the wire. A causal relationship between the event and the safari2 guidewire cannot be ruled out based on the information received. Patient information was reported as not available; therefore, part a could not be completed. The lot number for the device was not provided; therefore, section d could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made; however, at the time of this report no further information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
The distributor reported the safari2 guidewire was not received and will not be returned for analysis.

Manufacturer narrative:
This report is being filed to update section b5 to include additional information and to update section h11 to correct the details related to the image received from the distributor. The distributor reported the safari2 guidewire was not received and will not be returned for analysis. Therefore, no visual or physical evaluation of the device can be performed. The image provided by the distributor presented tissue covered in blood adhered to the tip of the pigtail catheter. The safari2 guidewire is not present in the image provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that clinical and/or procedural factors have contributed to the event. Should additional information be received, a follow up medwatch report will be submitted.